Event description:
A malfunction alarm was reported with the code [16-0x20e6], and it was determined to be non-resettable. There was no adverse impact on the customer¿s blood glucose level. The customer was informed about the need for a pump replacement, and arrangements were made to send a replacement pump under warranty, with the serial number 1375529, to ensure insulin delivery would not be interrupted.